Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as dried blue fluid indicative of a clenz leak contained within the instrument, no visible liquid or active leaking. The operator was wearing personal protective equipment of gloves, lab coat, and goggles at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found a small pinhole in black I -beam tubing from pv37. The tubing was replaced. Failure mode was identified: failure mode is related to a pinhole in I-beam tubing from pv37. No erroneous results were associated with this event. Upon recur of the failure mode identified; it is likely that erroneous results can be generated for all parameters due to carryover in manual mode from inadequate cleaning of the probe. Evaluation of product labeling: per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).